Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was removed due to infection and the leads coming out of the skin. Anatomical issues prevented system replacement on the patient's opposite side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: c6tr01 crt-p implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.